Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x15mm xience v stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.5x18 mm xience v stent was implanted and a distal edge dissection was noted. A 3.5x15 mm xience v stent was used to cover the first dissection; however, another dissection occurred. A 3.5x12 mm xience v stent was used to treat the second dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.